Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had an error 231 and white balance did not work. This issue occurred during set up. The procedure was completed with the same device. There were no reports of patient involvement.